Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer's mother reported via phone call that the customer wakes up with blood glucose levels between 100 and 130 mg/dl but then at lunch it would go up to 400 to 60 mg/dl. It was stated that the infusion set has no kinks, the settings and insulin are fine and there has not been no delivery alarms. It was reported that the insulin pump has cracks at the reservoir and battery compartments, the screen has a rainbow effect and the label sticker is discolored from pink to rust color. The insulin pump was replaced and returned for analysis.